Event description:
At the time of the revision surgery, the lead was replaced to restore therapy, not to address or prevent patient injury. During the revision surgery on (B)(6) 2021, it was determined that the sensor had separated from the lead body. It is possible for the sensor to migrate after separation. The lead was removed and replaced during the revision and therapy was restored. The issue is now resolved.